Event description:
Outbound. Patient reported in the past week two cassettes caused both pumps to alarm no disposable and had to be discarded after the infusions had started. Stated one time, the alarm was at night and patient stated she did not hear the pump and did not know how it had alarmed. Stated she did feel bad but did not seek additional care. Lot number 4173642. Cassettes not available for return as pt disposed of them. No further details provided.